Event description:
The reporter is a retired nurse and she was curious of the patient's blood glucose results. She checked the suspect device's memory and saw a reading of 964ml/dl. The pt said their result should have been 167mg/dl. The time and date feature is not set on the suspect device. A level 1 glucose control was run and the result was 57 (46-76) which is in range.